Event description:
The patient stated that this past weekend he had two v-go devices that the needle button released on its own. The patient stated that he could hear when the needle button click when it released.